Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient's pacemaker was interrogated, the device had shorter than expected battery life. The device¿s session logs were reviewed and programming changes were made to reduce battery consumption. There was no patient consequence.